Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the infusion set was leaking at the headset. The patient had high blood glucose. No adverse event reported. The device lot number was not provided. Return of the suspect device was requested for evaluation.